Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: the keypad rubber was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to be unresponsive during testing. The keypad cover was removed and no contamination was found to the button contacts. The pump cover was removed and internal moisture was found on the keypad flex connector. Moisture was observed behind the display lens. No corrosion was found in the battery compartment. A leak test revealed a base crack on front of pump between case seal and keypad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow and down arrow were under responsive. It was noted that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.